Event description:
It was reported that a user of the ilet with a dexcom g7 observed a highest cgm reading of approximately 398 mg/dl after a recent supply change with a contact detach infusion set on the abdomen, with no reported leakage, and the glucose trend began decreasing by the end of the call; the reason for the high glucose was unclear and device-related details provided were insufficient. Symptoms included hyperglycemia. Outcomes included a missed dose impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding any device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.